Event description:
It was reported that the pump was exposed to a nuclear stress test and a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 114 mg/dl.

Manufacturer narrative:
Per tandem user guide: do not expose your pump to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.